Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the supplies to resolve the issue. Customer¿s blood glucose was 141 mg/dl.